Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Reportedly, the contact did not have any details as this information was found out on (B)(6) from the customer's friend.

Manufacturer narrative:
(B)(6) stated that "the pump was not involved in the death. The patient was a drug abuser and tested positive for heroin. He was sick for 3 days vomiting prior to his death and refused to go to the hospital." It was noted that the pump had been released to back to the family.